Manufacturer narrative:
(H3) the investigation into the reported 'pump stop" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Review of data logs showed that the pump stopped immediately upon the sudden occurrence of the "impella stopped - motor current high" alarm. The pump stop was immediately preceded by multiple "purge system blocked" alarms accompanied by a rapid increase in purge pressure. About two days prior to the pump stop, the purge pressure had suddenly decreased. There were no other abnormalities noted. In conclusion, after reviewing the clinical information, it was determined that the cause of the pump stop was blood ingress as a result of a broken purge sidearm due to the use of sodium bicarbonate in the purge solution.

Manufacturer narrative:
The medical center discarded all product at the time of explant. No benchtop analysis to root cause is possible. Only the clinical details were reviewed for investigation. The cause of the pump stop was blood ingress as a result of a broken purge sidearm due to the use of sodium bicarbonate in the purge solution.

Event description:
The medical center had an impella 5.5 support ongoing for care escalated from an impella cp. The patient was suffering from post-cardiotomy cardiogenic shock. After 18 days of support the 5.5 pump stopped. The surgical team made decision to explant the pump and monitor the patient's hemodynamics without impella. The pump was not replaced.